Event description:
It was reported that during an open reduction internal fixation (orif) distal radius procedure, the doctor was removing the screw with the torque limiting attachment and it fell apart. All pieces were retrieved. The doctor selected another instrument and completed the procedure with no adverse effect to the patient.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The device was returned for investigation. Visual inspection showed that the coupling part was unscrewed from the housing. The exact cause could not be determined. Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.